Manufacturer narrative:
Device used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. (B)(4). Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: during surgery three drill bit broke. The surgery was prolonged about 20 minutes. Patient outcome is good. All broken off pieces were removed from the patient and there was no patient harm. The procedure was successfully completed. This complaint involves 3 parts. This report is 1 of 3 for (B)(4).